Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was loose. It was also observed that corrosion was found on the internal components of the device. The assignable root cause was determined to be due to loctite degradation from repeated sterilization over time and improper cleaning, which is failure to follow directions for use. This was further defined as misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a (B)(4) one surgery, it was observed that the collar was loose on the electric pen drive device. There were no delays to the surgical procedure as a spare device was available for use to successfully complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.